Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia. It was reported that "all of a sudden" the patient is feeling a difference in patient's symptoms returning. Caller stated patient is not able to walk and patient's movements are different. Caller inquired if patient's ins getting low could affect patient's symptoms. Caller confirmed patient has not seen elective replacement indicator (eri) or end of service (eos) however, caller will double check with patient. Caller stated patient would tell caller if patient saw eri or eos. Caller inquired if the healthcare provider will replace the ins because patient's ins is at 8 years. Caller stated patient has checked to see the device is on and patient has not had any changes in patient's settings. Caller stated patient is showing the device is charged. Caller could not troubleshoot due to lack of access to product. They were directed to follow-up with the healthcare provider. No further complications were reported or anticipated with this event.